Event description:
It was reported from legal that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient presented with pain and difficulty ambulating. Labs revealed elevated cobalt and chromium levels. The patient was revised; during which metallosis was found upon removal of the head and adapter. The stem was well fixed and left intact. All other components were revised without complications. The patient¿s metal ion levels have since receded, but the muscle damage and difficulty from the metallosis remains. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - medical devices: head adapter m/0 12/14-18/20; item# 01.00185.146; lot# 2455297. Metasul large diameter hd 48/n; item# 01.00181.480; lot# 2448184. Alloclassic variall slv stem 6; item# 01.00125.060; lot# 2438250. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00271, 0009613350 - 2023 - 00604, 0009613350 - 2023 - 00605. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5,g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored in order to identify potential adverse trends. Medical records and legal documentation were provided and reviewed by a health care professional. The patient is male, born in 1942 and underwent an initial left tha on (B)(6) 2008 due to coxarthrosis. Subsequently, the patient suffered of pain in the left hip causing difficulty walking with marked inability to bear weight; therefore, the patient underwent the following exams: (B)(6) 2018 blood cobalt 10.47 (normal <1.0), serum chromium 3.41 (normal <0.5) and urine cobalt 20.4 (normal <2.5), urine chromium 7.5 (normal <2.0). (B)(6) 2018 x-ray without signs of loosening. (B)(6) 2019 x-rays with no significant findings in the left hip. (B)(6) 2019 blood cobalt 7.04 (normal <1.0), serum chromium 2.51 (normal <0.5). (B)(6) 2019 chromium 2.61 (normal <0.5), cobalt 12.78 (normal <1.0). (B)(6) 2021 chromium 2.68 (normal <1.0), cobalt 23.19 (normal <1.0). Due to the high level of metal ions and pain, the patient underwent a revision surgery on (B)(6) 2021. Surgical notes of this procedure reports presence of liquid effusion in the join. The stem was found stable and well integrated, therefore left in place. The head and the head adapter showed signs of metallosis with the presence of "tar-like material", therefore they were removed together with the shell. With the available information, a definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product is unknown.

Event description:
It was reported that patient was implanted with unknown prosthesis. Approximately 13 years later the patient underwent a revision surgery due metal related pathology. Due diligence is in progress for this complaint; to date no additional information or product has been received.